Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly. The buttons were unresponsive. Customer's blood glucose level was not reported. The insulin pump had a blank display. The display did not return after receiving a new battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with all buttons responding properly.